Event description:
Big piece of cotton from tampon plopped out / tampon left cotton behind - vagina [foreign body in reproductive tract] tampon left cotton behind [device breakage] case description: consumer contacted via e-mail and stated that a big piece of cotton plopped out; the tampon had left cotton behind. No serious injury was reported.

Manufacturer narrative:
05-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Big piece of cotton from tampon plopped out / tampon left cotton behind - vagina [foreign body in reproductive tract] tampon left cotton behind [device breakage]. Consumer contacted via e-mail and stated that a big piece of cotton plopped out; the tampon had left cotton behind. No serious injury was reported.